Manufacturer narrative:
Pump passed the displacement test, self test, sleep current measurement and active current measurement. Detailed trace analysis confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The blood glucose level was 13.3 mmol/l. The customer advised to remove the alkaline battery from the insulin pump and monitor the notification light. The customer reported that the notification light did not immediately stop flashing. The customer reported that they were cleared the power loss alarm. The device will be returned for the analysis.